Event description:
Medtronic received information from a literature case report regarding a (B)(6) male patient who underwent transcatheter aortic valve implantation with a 29 mm medtronic corevalve for aortic stenosis. Immediately following valve deployment, the valve ¿dived¿ (dislodged) into the left ventricle outflow tract, causing severe paravalvular regurgitation. Consequently, a second 29 mm corevalve was deployed valve-in-valve inside the first valve. Afterward, transthoracic echocardiography showed mild paravalvular regurgitation and mild mitral stenosis. The clinical course was uneventful, and the patient was discharged seven days later. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: gasecka a, et al. Valve-in-valve procedure after corevalve pop-out. Advances in interventional cardiology. 2021 sep;17(3):324-326. Doi: 10.5114/aic.2021.109157. Epub 2021 sep 14. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.